Event description:
A caller reported that the pump kept rebooting. There was no adverse impact on the customer's blood glucose level. The customer attempted to reset the pump and connected it to a charger, but the issue persisted. Customer reverted to an alternate method of insulin delivery.